Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the suture placement in the calcified left common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure via a 6f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The use of prostyle devices and the pre-close technique were abandoned. The evar procedure was completed. Hemostasis was achieved with a non-abbott device along with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.